Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error(s) identified in this complaint. The root cause is undetermined.

Event description:
This is a solicited report by a physician from (B)(6) of disconnection of an internal spike of the bags connector and peritonitis with culture positive for gram negative microorganisms in a male patient (age not reported ) coincident with dianeal unknown bag therapy. On (B)(6) 2011, the patient began treatment with dianeal unknown bag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During the night between (B)(6) 2011, the patient realized a spike disconnection, described as an internal spike of the bags connector, had occurred. The patient stated that his wife had reconnected the spike and the patient completed therapy. On (B)(6) 2011, the patient experienced peritonitis, manifested by abdominal pain and cloudy effluent and was hospitalized. On that same date, dianeal unknown bag therapy was discontinued. On an unreported date, the patient began remedial therapy with unspecified antibiotics (dose, frequency and route not reported). At the time of his report, the patient remained hospitalized and the event of peritonitis with culture positive for gram negative microorganisms had not resolved. The physician did not provide an assessment of causality for the events of disconnection of an internal spike of the bags and peritonitis with culture positive for gram negative microorganisms.